Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was repaired and the software installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 system would not boot up nor x-ray. No patient injury was reported.